Event description:
The pt reported to an integra product MFR a reaction to the product occurred . When the product had been applied to the pt's skin for some eeg testing, the pt experienced skin irritation and blistering. Though no product catalog number could be obtained from the pt, she did provide a brand name, ten 20. Three possible product identifications; m047, m048, m050, are associated with this product.